Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead was capped on (B)(6) 2017 due to high impedance and lead dislodgement. The patient exhibited signs of twiddler¿s syndrome. The patient was stable during and after the procedure.